Event description:
It was reported that the customer said she was off the insulin pump for a week as she did not have any insulin and did not have a backup plan so she was not treating her diabetes in any way. She said because of not treating her diabetes for a week she went into hospital on (B)(6) 2017 for high blood glucose. She said while waiting on the insulin refill, she got high and sick and was throwing up and became unresponsive. Her husband took her to the hospital. Customer said the insulin pump beeped a few times and when she pressed a button it made a sick cat noise but nothing appeared on the screen.

Manufacturer narrative:
Information has been updated and provided in this report.

Manufacturer narrative:
Findings: unit received with blank display due to corroded electronic assemblies. No constant tone noted. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test, displacement accuracy test or verify unresponsive buttons due to blank display. Unit received with corroded motor home switch. Unit received with cracked reservoir tube lip, cracked case at display window corners and minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was unknown. The customer states the insulin pump was exposed to fluid as insulin pump was rolled up in clothes and placed in washer. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.